Event description:
It was reported that during a scheduled pulse generator change out procedure, the physician noted the device setscrew was stripped and could not engage the screw. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found medical adhesive in the setscrew inset which likely contributed to the reported anomaly.